Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxiin screen (oxsf) result for a staphylococcus aureus isolate (from sputum culture) in association with the vitek 2 ast-p584 test kit (ref. 22252, lot 3640891403). Vitek 2 aes (advanced expert system¿) detected phenotype "modification of pbp (meca)". Hence, oxacillin (ox) was corrected from susceptible to resistant, and mrsa reported as the result. Testing via alternate method (disk diffusion) obtained a result of susceptible (zone = 22-23mm). The customer confirmed the isolate as (B)(6) using geneexpert molecular method. The isolate was reported to the physician as (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. The vitek 2 ast-p584 result was not reported to the physician. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following a customer in (B)(6) notifying biomérieux of a false positive cefoxitin screen (oxsf) results for a patient staphylococcus aureus isolate for initial and repeat testing with the vitek® 2 ast-p584 card (ref. 22252, lot 3640891403), software v08.01. Disc diffusion and gen expert testing were performed as alternative methods of analysis and obtained negative results. An internal biomérieux investigation was performed. The strain and customer's raw data were submitted for investigation. The customer's submitted strain was subcultured and identification confirmed as s. Aureus. A second subculture was performed and testing included ast-p584 cards from the customer's lot (3640891403) and a random lot (3641131203) in duplicate as well as agar dilution (ad) and cefoxitin disc diffusion as the reference methods for ox101n and oxsf01n formulations found on this card. Alere pbp2 was also performed. All four ast-p584 cards tested resulted in negative oxsf tests and oxacillin (ox) mics </= 0.25 on three cards and 0.5 on the remaining card. Ox ad mic = 0.5, cefoxitin disc diffusion susceptible (22mm) and pbp2a was negative. Vitek 2 cards and reference method are in agreement for oxsf and essential agreement for oxacillin. Customer's data was received for analysis. The rdm review of the data shows it was consistent with the results reported on the submitted lab reports. Ast-p584, 3640891403 met final qc release criteria. The lot passed qc performance testing. Vitek 2 cards performed as expected.